Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the handheld camera involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the handheld camera had burn marks on the outside. There was no reported patient impact or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: they noticed the burn marks before processing it. There was no harm to the patient or surgical staff.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The nir handheld camera was analyzed and found to have burn marks on the housing. The complaint was confirmed by failure analysis.